Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead because dislodged due to the patient having twiddler's syndrome. The pulse generator system was explanted. The patient was reported to be in stable condition. No further information was available.